Manufacturer narrative:
As part of normal complaint follow-up, an eval of the event has been initiated at mako surgical. Case session files were reviewed, and there is no evidence of a rio malfunction at this time. The implant plan was reviewed and appears acceptable. The surgeon stated that the implants were well-placed. The fracture was reportedly unrelated to the makoplasty procedure or implants.

Event description:
The patient had received a partial knee arthroplasty, performed using mako's robotic arm interactive orthopedic system (rio) and the restoris multicompartmental knee system (mck). About six months later, the pt fractured the lateral tibial plateau. The surgeon treated the fracture and revised the patient to a total knee.